Manufacturer narrative:
(B)(4) - initial medwatch submitted on 08/03/2015 indicated that the frame on the rpl600-2 patient lift was damaged. The device was evaluated by the returns department which found that the unit has cosmetic shipping damage. The mast handle is all scratched up and the packing is heavily damaged. There were multiple carriers involved. The underlying cause is freight damage. This is not a reportable event. No allegation that the lift did not function as designed.

Event description:
The lift frame was damaged.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The lift frame was damaged.